Manufacturer narrative:
The reported events were for lead dislodged and helix would not extend after multiple attempts. A complete lead was returned in two pieces, the connector portion measured 6.8 cm and the distal portion measured 51.5 cm. The reported event of ¿could not extend the helix after multiple attempts¿ was confirmed. Visual inspection and x-ray examination of the found the inner coil over-torqued in the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post device upgrade procedure during the night, the right ventricular lead dislodged. The lead could not be repositioned due to difficulty in extending the helix. The lead was explanted and replaced without incident.